Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed high capture thresholds on the right ventricular lead. While repositioning the lead, the physician had difficulty in extending the helix, the lead exhibited high pacing impedance. The lead was explanted and replaced. The patient's condition was stable.